Event description:
Add'l info rec'd from MFR 12/22/00: no failure analysis was possible on the device since it was not returned. It appears that the device functioned properly. The abrasion was reportedly "superficial" and required no suturing to repair. In MFR's opinion, the reported nine traction pulls appear to be excessive use of the device.

Event description:
Kiwi silastic applied with mother's consent; after nine pulls with kiwi with mother pushing, child delivered. 5.5cm laceration noted on baby's head.